Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after generator changeout, the patient developed a pocket infection. Two months later the single chamber implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.